Manufacturer narrative:
The device is expected to be returned for analysis. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported the anchor of the silent nite 3d sleep appliance broke off. The patient received the appliance on (B)(6) 2024 and reported on (B)(6) 2025 that when waking up noticed the anchor of the appliance had broken off, the patient discontinued using device. No harm or injury to patient is reported.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: per the reported information, the product was returned by the customer, but the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. A picture was provided by the customer. The picture was reviewed and it appeared that an anchor was detached from the device. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference: (B)(4).